Event description:
It was reported that customer experienced malfunction code 12 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer initially reset pump with assistance and continued use, but after malfunction recurred within 24 hours, technical support arranged replacement pump, instructed customer to use multiple daily injections as backup insulin therapy.